Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 377860, lot# n0039684, implanted: (B)(6) 2005, product type: lead; product ID 377860, lot# n0039684, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that there was a por (power on reset) condition. The patient was seeing a doctor icon screen one week prior to the report, but when she tried to use the recharger (insr) or patient programmer, no doctor icon was reported. It was also reported that the patient was confusing coupling bars with ins charge level. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.